Manufacturer narrative:
Batch review performed on 18 sept 2024. Lot 2342833: (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-nov-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant revised: batch review performed on 18 sept 2024 on liner: versafitcup dm 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 2314373. Lot 2314373: (B)(4) items manufactured and released on 19-sept-2023. Expiration date: 2028-aug-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 7 months from the primary, revision surgery due to infection. The surgeon performed a washout and revised head and liner. Surgery completed successfully.